Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The tubing connecting the porting block to the sensor board was found to be disconnected from the sensor board. The tubing was reconnected to address the issue.